Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during other - non clinical activity, there were notches on the measuring scala. It was discovered during packing / incoming inspection. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 17, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 4238, 25) type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #2: 3331 - analysis of production records type of investigation #3: 4114 - device not returned investigation findings: 4238 - contamination of environment by device investigation conclusions: 25 - cause traced to manufacturing the affected samples were not returned for evaluation. Previous complaints were reviewed, the samples received for those complaints confirmed the markings on the reservoirs were present. However, when measured, they were found to be within specifications. A representative retention sample was inspected and noted to have not have any markings or abnormalities on the reservoir housing. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10). Type of investigation #1: 10 - testing of actual/suspected device. The affected sample was returned and confirmed to have a marking on the outside of the reservoir housing. A rejected unit was used to re-create the reported event. The unit was then placed on the table using normal force and purposefully contacted the mounting post, and a marking was noted on the housing that is similar to the reported event. The marking were measured and was found to be within specifications. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.